Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-15467. It was reported the patient experiences heating at the ipg site while charging. The patient is to meet with his physician and sjm representative as the next course of action.

Manufacturer narrative:
This ipg serial number was included in a field advisory and a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.